Event description:
Caller alleged inratio inaccurate precision data. Results as follows: inratio precision data provided by end-user: date: 2009; 1st_inr=0.9, 2nd_inr=3.1.

Manufacturer narrative:
Summary: 2009 end-user reported precision discrepant test results. In-house calculation resulted %cv outside of the precision acceptance threshold. Further testing is required. No product returned. Retained strip tested with therapeutic sample. Both tests pass precision criteria. Product deficiency not established. Further testing is not required at this time. No corrective action is required as no product deficiency was established. The meter is not expected to return. No further investigation is required at this time. 2009: inratio precision data provided by end-user lot: date: 2009, 1st_inr=0.9; 2nd_inr=3.1. Inratio meter: mean: 2.0, sd: 1.6, %cv: 77.8. The 77.8% cv is more than 20%. The precision test failed the criteria for precision. Products will be tested when meter is returned. 2009: in-house precision test. Test date: 2009. Inratio meter: in-house meters. Retained strip: 080681a, 2 therapeutic donors. Sire product eval results. 2009: in-house precision testing provided (inratio meter): donor 1, inr: 3.5, inr: 3.7, mean: 3.60, sd: 0.14, %cv: 3.93%, pass. Donor 2, 2.2, 2.1, 2.15, 0.07, 3.29%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 3.93% cv and 3.29% cv for each donor, are less than 16%. Both samples pass the criteria for precision. No further action is required.